Event description:
A caller reported that the insulin gauge on their pump displayed an amount different from what was expected, indicating a discrepancy in the fill estimate. There was no adverse impact to the customer's blood glucose level. The caller completed the load process and acknowledged overfilling the cartridge. Technical support advised against overfilling, and the caller understood the instructions. However, the caller declined to load a new cartridge and decided to continue using the current one, with plans to follow up if necessary.